Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: it was reported that on an unknown date, one of the maxfame rings broke on the patient. The surgeon used connecting plates to re-secure the ring. Patient consequence and outcome was unknown. It was unknown if there was a surgical delay. The implant was not returned and instead will be do based on the supplied image (¿picture for 7.27.18.png¿). The image was reviewed and the complaint condition of broken post-op was confirmed. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A DHR review for the manufacturing records and the material records could not be performed as the lot number is unknown. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of maxframe ring breakage is unknown. This report is for an unknown maxframe ring/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Implantation date is unknown. Not explanted as of yet. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, one of the maxframe rings broke on the patient. The surgeon used connecting plates to re-secure the ring. There was no patient consequence reported. Patient outcome was unknown. It was unknown if there was a surgical delay. This report is for one (1) unknown maxframe ring. This is report 1 of 1 for complaint (B)(4).